Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the insulin pump and it passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 190 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.